Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient came in for a normal device check with an increase in capture thresholds and decrease in r-waves and rv pacing lead impedance. At this time, the physician will continue to monitor the patient closely.